Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for prime anomaly. Blood glucose at the time of incident was unknown. Customer reported that she is in the rewind loop and when it goes to rewind it gives her a motor error. Customer stated that insulin is squirting out during the manual prime process. Customer stated that insulin continues to drip after motor stops during the manual prime process. Customer stated that they are receiving an compromised force sensor system alarm. Customer stated that they are unable to exit the preparing to prime loop. Customer stated that the rewind message occurred after an alarm. Customer stated that they did not receive 2nd series of beeps nor did numbers appear on the screen. Customer stated that they are unable to describe any possible damage to the drive support cap. The insulin pump will be returned for analysis.